Event description:
It was reported that the patient¿s power adapter of mobile transmitter had melted. The power adapter of mobile transmitter was not used and replaced. There were no patient consequences.